Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found a 'dead' illuminator, due to error 297 and a recoverable error 48238. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported failure, "dead illuminator. Error 297. Recoverable 48238." Fa noted the visual inspection revealed dusty fans and burnt marks in the lamp module drawer. Fa installed the illuminator into an in-house printed circuit assembly (pca) system, and it failed to power on, with an error 48238. The error 48238 indicates an illuminator communication failure. There was no lamp module inside and also a bad fuse was found.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, an intuitive surgical, inc. (Isi) customer service representative (csr) contacted an isi technical support engineer (tse) and noted that they received a phone call from the customer, while off-site, and that they were having issues with their illuminator. The csr stated that the customer was not able to get the illuminator working, so they opted to use a third-party laparoscopic illuminator to proceed with the case. The tse reviewed the system error logs and noticed multiple error 48238, pointing to an illuminator communication error. Additionally, a 297 node revision fault was also reported by the dual camera ccu (doco). The tse advised the csr to have the customer perform a hard power-cycle of the vision side cart (vsc) after they complete the procedure. The csr reported that they would go to the hospital and have the customer perform the hard power-cycle after the case was completed. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.